Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the blade tip break off? Askna; if yes, did the broken blade tip fall into the patient? Askna; if yes: was the broken blade tip retrieved from the patient? Askna; did this cause a change in the plan of care for the patient? Askna; is the broken blade tip being returned with the device? Askna; did the tissue pad melt? Askna; did any part of the tissue pad detach from the clamp arm and fall off (not melted away, but a piece broke off)? Askna; if yes: did any piece fall into the patient? Askna; if yes, was the piece retrieved? Askna; if yes, did this cause a change in the plan of care for the patient? Askna; is the detached tissue pad being returned with the device? Askna.

Event description:
It was reported that during an unknown procedure, "the tip came free from the grasper during the procedure." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.